Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036, xlpe liner standard 3.5 mm, 62902915. Unknown, unknown stem, 63159498. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised two years post implantation due to elevated metal ion levels. A wear at trunnion was also noticed. The head and liner were explanted and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed.device history record was reviewed and no discrepancies were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.